Event description:
It was reported that the user experienced difficulty pairing the dexcom g7 continuous glucose monitor (cgm) with the ilet system after entering an incorrect dexcom g7 sensor code into the pump while the sensor was already paired to the dexcom app, resulting in delayed pairing. No adverse clinical symptoms reported. Outcomes included no impact on health and no alerts or alarms. User support included troubleshooting and education regarding correct sensor code entry and the sensor pairing period. Investigation of this case revealed user error in entering the sensor code, with successful resolution after providing the correct code and pairing guidance. It was concluded, based on previously established findings for similar reports, that the cause was use error.

Manufacturer narrative:
Initial.